Manufacturer narrative:
The reported event of cerebrospinal fluid leakage cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-00969. It was reported during the trial scs implant procedure lead got stuck to the epidural needle. The physician pulled the lead too hard which caused it to break. Also, the physician experienced difficulty in advancing the other lead. Troubleshooting was tried which resulted in cerebrospinal fluid leak. As a result, the trial procedure was abandoned. Later on (B)(6) 2017 the patient was successfully implanted with trial scs leads. It is not certain which lead was broken. Therefore, all the possible devices are reported as broken.